Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. Once the device passes required performance verification tests per philips standards it will be returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device will not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had the customer go into service mode, verified in service mode device is reading -5.1 average air slpm when set to 0. Advised the customer, per the manufacturer, to replace the flow sensor assembly and if problem is still there, replace the data acquisition board. The customer is requesting part number and price for both. The investigation is ongoing.